Manufacturer narrative:
On (B)(6)2021, bwi received additional information regarding the event. Patient outcome of the adverse event: improved. The patient required extended hospitalization because of the adverse event: no information was provided but it is possible because the patient was moved to the intensive unit. No error messages were observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30560011m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a mitral isthmus (mi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During a mi ablation a steam pop occurred, after that, brood pressure was dropped, drainage was performed. This occurred during at, during mi ablation. The procedure was discontinued, pericardial drainage was performed, and the it returned to the intensive care unit. The patient was conscious and blood pressure was stable. The stsf used had no particular defects. The physician commented nothing in particular. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.